Manufacturer narrative:
Clinical review: there is a temporal relationship between pd therapy utilizing the liberty cycler set and the patient event of mrsa peritonitis. However, there is no documentation in the complaint file to show a causal relationship between the peritonitis and the liberty cycler set. Additionally, there is no allegation of a cycler set defect reported for this event. The pdrn stated the cause of the peritonitis could have been the patient not masking. The (B)(6) culture results supports that statement as this organism colonizes in the nares of humans as well as on the skin. Based on the available information and no allegation or evidence of a defect, the liberty cycler set can be excluded as the cause of the patient¿s mrsa peritonitis event. Should additional information become available related to a fresenius device(s) and/or product(s), please re-submit for a clinical review and the need for a clinical investigation will be reassessed accordingly. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis registered nurse [(pdrn)] reported that a patient had an initial diagnosis of peritonitis on (B)(6) 2021. The patient was seen in the pd clinic on (B)(6) 2021 (symptoms not provided). A pd effluent culture was obtained, and the patient was diagnosed with peritonitis. The patient was initiated on intraperitoneal (ip) antibiotics with vancomycin and rifampin (dose, frequency, and duration unknown). The culture resulted (B)(6) for (B)(6). A repeat culture was obtained on (B)(6) 2021 and showed the (B)(6) infection had not resolved. The patient continued with antibiotic therapy. On (B)(6) 2021 another repeat culture was obtained. This culture showed no growth, and the peritonitis was determined to be resolved. The pdrn stated the cause of the peritonitis could have been the patient not masking. The patient did not recall any breach in aseptic technique. The patient was re-educated on proper techniques of pd therapy.

Event description:
A peritoneal dialysis registered nurse [(pdrn)] reported that a patient had an initial diagnosis of peritonitis on (B)(6) 2021. The patient was seen in the pd clinic on (B)(6) 2021 (symptoms not provided). A pd effluent culture was obtained, and the patient was diagnosed with peritonitis. The patient was initiated on intraperitoneal (ip) antibiotics with vancomycin and rifampin (dose, frequency, and duration unknown). The culture resulted positive for methicillin-resistant staphylococcus aureus (mrsa). A repeat culture was obtained on (B)(6) 2021 and showed the mrsa infection had not resolved. The patient continued with antibiotic therapy. On (B)(6) 2021 another repeat culture was obtained. This culture showed no growth, and the peritonitis was determined to be resolved. The pdrn stated the cause of the peritonitis could have been the patient not masking. The patient did not recall any breach in aseptic technique. The patient was re-educated on proper techniques of pd therapy.

Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. A review of the user guide was performed. The user guide states as a warning before starting the treatment, ¿you must use aseptic technique as directed by your pd nurse to prevent infection¿. At this time, the reported incident could be attributed to end user error in accordance with the complaint description. As the complaint sample was not available a physical evaluation could not be performed, therefore the alleged event could not be confirmed.